Event description:
It was reported that the lead integrity alert (lia) triggered due to oversensing, noise, and a sudden increase in impedance. A lead fracture was suspected. The lead was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned in segments and analyzed. The distal conductor was fractured. The defibrillation conductor was distorted. The distal conductor was stretched and had blood/body fluid (not obstructed). The inner tubing was kinked/buckled. The outer insulation was melted and had a cosmetic depression. The outer tubing overlay had blood/body fluid, cosmetic environmental stress cracking, and a breached cut. The exposed defibrillation coil had a white substance. The helix/lobe was distorted/bent. There was blood in/on the helix/lobe mechanism. The lead was stretched.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.